Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a dual-chamber pacemaker implant procedure. Upon lead positioning, the right atrial lead exhibited high capture thresholds. The physician removed the lead and downgraded the pacemaker to a single-chamber pacemaker without an atrial lead replacement during procedure on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.8 cm for the reported event of high capture thresholds during implant. Visual and x-ray examination found the tines intact with no anomalies. No conductor fractures or internal shorts were noted. The reported event was not confirmed.